Event description:
It was reported that the implantable pulse generator (ipg) system was infected and there was vegetation on the leads. The system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.